Event description:
This ra lead was implanted on (B)(6) 2009 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 reportedly stating that patient received shock in june and noted noise on atrial lead noise. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)